Event description:
It was reported that during a knee arthroscopy case, approximately 3000cc of irrigation fluid infiltrated the patient's groin area. The fluid was not noticed until the case was completed. The patient was kept overnight for observation, and the swelling resolved; the patient was reported as recovered. It was reported in follow-up that the sensor was disconnected and reconnected; the tubing was not changed/replaced. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was received and an evaluation was conducted. The complaint was not confirmed. The pump was not returned with a tube set. Visual inspection of the pump revealed it was in good condition aesthetically, lacking physical defects. Manufacturers evaluation of the pump found all functions normal; no problems found. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause of the event was improper pump/tubing set-up or disconnection/reconnecting the tubing. Review of similar events reported to arthrex, where pump and tubing were returned for evaluation, indicate that or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint for this part/serial number combination. The potential causes of this event are being communicated to the initial event reporter. If additional relevant information is obtained, a follow-up report will be submitted.